Event description:
As reported through the patient registry, post (date unknown) transcatheter aortic valve replacement (tavr) procedure, the patient expired.

Manufacturer narrative:
Additional information received through the hospital discharge summary, indicated post valve deployment tee (echocardiogram) showed the patient had mild para-valvular leak. Post operative day (pod) 1 the patient became bradycardic with a 1st degree av block. Pod 2 the patient developed complete heart block requiring acls, intubation and placement of transvenous pacing wires. The patient remained in the ICU with no further episodes of bradycardia and the pacing wires were removed on pod 10. Despite minimizing deliriogenic medications and repeated attempts at weaning, she was unable to tolerate reductions in ventilation support. Pod 8 an MRI was performed with findings of multifocal deep white matter and subcortical infarcts suggestive of embolic phenomena. In addition, the patient began having tachy-brady episodes that would resolve with IV metoprolol and additionally had two episodes of aystole. No chest compressions or medications were given in accordance with her husband's wishes and the patient died. The official cause of death is unknown; however, the diagnosis was respiratory failure and embolic cva, with a principle diagnosis of aortic stenosis, which was treated with the tavr procedure. The device remains implanted in the patient. The device history record (DHR) review of the effected valve was not performed/required as there was no allegation of a device malfunction. Chb/bradytachycardia per the instructions for use (IFU), arrhythmias and conduction defects are a known complication associated with the overall tavr procedure. Damage to the myocardium and it's conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). Stroke per the instructions for use for the edwards sapien valve, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Major risk factors for tia and stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. The exact cause for the complete heart block, tachy-brady arrhythmias and stroke cannot be confirmed, however, the events were possibly related to procedural and patient (advanced age, cad, critical aortic stenosis, elevated pulmonary pressures, and medical comorbidities) factors. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.